Event description:
The pt was known to have a thick skin flap. The pt was able to use her device unit 1/97. At that time, the pt complained of an intermittent signal unless she pressed on the coil. A skin flap revision was done on 7/11/97 to thin the skin flap. The pt is now able to use her device without intermittent signals. Surgeons are instructed during training workshops and in the surgical manual to check the thickness of the skin flap, and thin if necessary during the initial implantation surgery.